Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at roughly 0.212" from the base. The broken piece was not returned. Common causes of the failure mode are attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the blade of a harmonic ace instrument was found broken while exposing the uterine ligaments. The procedure was completed using a backup harmonic ace instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales supervisor and obtained the following additional information: the harmonic ace fragment was removed by the assistant using an endoscope. The nurse confirmed that all fragments were removed. There was no additional surgical procedure or post-operative tests required. The surgeon believes that the break was caused by the quality of the instrument. The instrument was inspected prior to use and no damage was observed. The instrument was used for an hour prior to the break. The instrument was used for dissecting. There was no issue with functionality prior to the break and no instrument collision. The instrument was not removed from the cannula prior to the break. Upon final removal, there was some resistance removing the instrument from the cannula. There was no damage to the cannula and no additional damage to the instrument upon final removal. There was no injury to the patient.